Event description:
It was reported that a malfunction alarm occurred with the code "malf 9." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur. The customer was informed to reach out again if the malfunction reappears and was able to continue using the pump.